Event description:
It was reported that the system had a corrupt files error displayed at boot-up and had a loss of data. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.